Event description:
Pt fell out of bed and dislocated his bipolar hip prosthesis. The attending physician further reported that during his attempt to close reduction, the subject uhr head became disassociated from the femoral hip stem's modular bearing head. A revision surgery was performed, six (6) days post the initial implantation date, to replace the subject uhr universal head and perform an open reduction of the hip.